Manufacturer narrative:
A medtronic representative performed a navigation system check-out, and found that the CT scans are not covering the top of the head and that the dr was tracing through that area. The medtronic representative reported the site will contact the CT provider to instruct them to cover through top of head on scans.imaging protocols provided with this device contain guidance and requirements to all scans taken for the cranial, dbs, spine, and ent applications for proper imaging. The instructions for use (IFU) that accompanies this device provides guidance and recommended pattern for tracer registration.

Manufacturer narrative:
In trouble-shooting, removing metal interference from monitor next to the emitter resolved the issue. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged having difficulty tracking instruments. The instruments would flicker while tracking. In trouble-shooting, the rn was instructed to move the emitter further from the table and move a monitor that was positioned next to the emitter away. Tracking became consistent. The surgeon continued and completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.